Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in set/line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the home patient noted an open clamp on a supply line. There was no patient injury or medical intervention in association with this report. No additional information is available.